Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the upper and lower cases were broken, both bail covers were broken and contaminated, the ring cover was contaminated, the battery contacts were compressed, the battery drawer was broken, and the keyboard was scratched. (B)(4).

Event description:
It was reported the back casing is cracked around the ventricular connections. The epg (external pulse generator) was returned for repair. It was analyzed and tested out of specification. No patient complications have been reported as a result of this event.